Event description:
It was reported that the patient underwent a revision due to glenoid baseplate loosening and a snapped superior screw. During the revision it was confirmed that the baseplate was loose in the patient's glenoid. There was also excessive wear on the humeral poly insert. The humeral stem was well fixed.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a revision due to glenoid baseplate loosening and a snapped superior screw. During the revision it was confirmed that the baseplate was loose in the patient's glenoid. There was also excessive wear on the humeral poly insert. The humeral stem was well fixed.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The reported event that could be confirmed, since the device was returned for evaluation and ¿implant ¿ loosening post-operative¿ was confirmed by the hcp. The device inspection revealed the following: the visual inspection of the received device shows no damage on the returned device. Minor scratches can be seen, and this is common post-surgery insertion and extraction process. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Since, the device was returned, photos of the device were sent to seek a formal medical opinion from an experienced medical expert and it is as follows: the images show that this is typically damage neither attributable to implant removal, nor to implantation. Since we have no x-rays on the positioning of the components, the position of the implant within the body cannot be assessed. Nevertheless, the absence of visible bone ingrowth and the broken screw are both arguments in favor of the reported loosening by the surgeon. Lack of bone ingrowth, poor bone quality in this patient with rheumatoid arthritis and mechanical abutment of the pe-liner against the glenoid component may have all contributed to the alleged loosening. Based on investigation, the root cause was attributed to a patient related issue. As per hcp, the failure could have been caused by either lack of bone ingrowth and / or poor bone quality in this patient with rheumatoid arthritis, and / or mechanical abutment of the pe-liner against the glenoid component. If more information is provided, the case will be reassessed.

Event description:
It was reported that the patient underwent a revision due to glenoid baseplate loosening and a snapped superior screw. During the revision it was confirmed that the baseplate was loose in the patient's glenoid. There was also excessive wear on the humeral poly insert. The humeral stem was well fixed.

Event description:
It was reported that the patient underwent a revision due to glenoid baseplate loosening and a snapped superior screw. During the revision it was confirmed that the baseplate was loose in the patient's glenoid. There was also excessive wear on the humeral poly insert. The humeral stem was well fixed.

Manufacturer narrative:
Please note the following corrections: d3 (manufacturer entity) and g1 (manufacturing site).